Event description:
Description of the event: "endotracheal balloon rupture in intubated patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the actual device was not returned for evaluation; therefore, five samples were taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of each device was then inflated to 120mbar (maximum inflation) with a calibrated endo test meter, and then again with a 20ml syringe. The cuffs all maintained pressure and did not burst. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section g.2.-report source-"distributor" removed, "other-(B)(6)" added. Section h.6.-health effect-clinical code corrected to 2477. Section h.6.-health effect-impact code corrected to 4642.

Event description:
Description of the event: "endotracheal balloon rupture in intubated patient. The balloon of the endotracheal tube placed in a patient who was intubated 24 hours before had a rupture which caused a decrease in oxygen saturation. The endotracheal tube was immediately removed, and a new endotracheal tube was placed." The complaint was received via (B)(6). The current condition of the patient was not reported on the form received.